Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown. Additional product codes: hty, jdw, hrs. (B)(4). There was an issue with the device during insertion; device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery two screws seemed worn out; they were unable to be tighten up. The procedure was a proximal femur hip surgery using the particualr plate. The surgery was intended to be minimal invasive using cannulated screws. When there was a problem with the screws, it was decided to use solid screws. It was necessary to extend the surgical wound to remove the worn out screws. The surgery was prolonged by forty-five (45) minutes. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary (additional information): it was reported that two 5.0mm cannulated conical screws (02.205.250 and 02.205.245) were worn out and unable to tighten during a hip procedure. The patients incision needed to be lengthened for screw removal and the procedure was extended 45 minutes. The returned screws were examined and the complaint condition was able to be confirmed in each instance as the screws were found to have damaged drive recesses and worn threads. Both drive recesses were stripped, with one showing severe deformation that was likely the result of explantation. Additionally, the threads on the screw bodies had damage consistent with insertion into hard bone or potentially insertion under power. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The codes included in the section of the previously submitted supplemental medwatch are still applicable. No new codes required for the clarification summary provided above. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (5.0mm cannulated conical screw 45mm, part number 02.205.245, lot number unknown). The subject device was received with the complaint condition reporting the device was worn out and unable to be tightened during a hip procedure. The patients incision needed to be lengthened for screw removal and the procedure was extended 45 minutes. The 5.0mm cannulated conical screw family is noted in multiple trauma system technique guides including: 4.5mm lcp condylar plate and 4.5mm lcp proximal femur hook plate. The screw family has the following features: smooth conical head, partially threaded shaft and self-drilling/self-tapping tip. The screws are utilized to gain interfragmentary compression and to compress the plate to the patient¿s bone. The returned screw was examined and the complaint condition was able to be confirmed as the screw was found to have damaged drive recess and worn threads. The drive recess was stripped which was likely the result of explantation. Additionally the threads on the screw body had damage consistent with insertion into hard patient bone or potential insertion under power. Relevant drawings for the returned implant were reviewed (current revision as date of manufacture is unknown): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. No device history review was able to be performed as lot numbers for the returned screws are unknown. Although the complaint condition was confirmed, no definitive root cause was able to be determined. The failure modes are consistent with hard patient bone or insertion under power. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.